Manufacturer narrative:
A partial lead with 3 connectors measuring 6.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead a complete analysis could not be performed.

Event description:
It was reported that there were intermittent low r-wave measurement and low svc coil hv impedances on the lead. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.